Event description:
It was reported that the patient was scheduled for implantable neurostimulator replacement (ins) due to device nearing end of life secondary to high energy requirements. Prior to surgery, the impedances were checked and it was noted that one electrode had high impedance. The patient indicated that she was getting good coverage so the decision was made to proceed as planned with only the ins replacement and use of the adaptor to connect the old leads to the new ins. When the impedances were checked following replacement, they were all within normal limits. The patient had indicated a fall a few months prior to surgery, so the doctor assumed that the extension might have backed part of a pin connector from the extension out of the ins.

Manufacturer narrative:
(B) (4).